Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. There is no expiration date for this product. The device manufacturing date is unknown at this time. Evaluation summary: a stryker field service technician was initially dispatched for one surgical light that was not functioning. Upon arrival a note from the hospital staff was discovered that said the other surgical light was also having issues with intermittently shutting off. The light that did not function was due to a blown fuse in the power supply box. The issue with the other light intermittently shutting off could not be duplicated by the field service technician. The light functioned properly after moving the light in all directions. There is not a risk to safety if one light malfunctions and the other light continues to function properly as luminance from one light is adequate for surgical procedures. As it was reported that the other light was having intermittent functionality, this could possibly lead to a risk to safety if both lights were to malfunction. However, this issue could not be duplicated and confirmed. This is not a single use device.

Event description:
(B)(4): it was reported that one of the surgical lights was not functioning and the other surgical light in the room was having intermittent issues with shutting off. There was no patient involvement and no adverse consequences were reported.